Manufacturer narrative:
Product analysis: the valve remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years and eight months after implant of this transcatheter pulmonary bioprosthetic valve (tpbv), a second tpbv was implanted, valve-in-valve due to moderate to severe right ventricle (rv) dilation with depressed systolic function and increased rv pressure and a mean pulmonary valve gradient of 44 mm hg. No additional adverse patient effects were reported.